Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4297 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that : during placement, the guide gets stuck in the patient's vein and breaks down. The patient had to be transplanted. No other information was provided.